Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during a combined mesh procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, mesh exposure occurred in the midline wound part of the posterior wall. Reportedly, it was not a case that will be removed, so therefore a follow-up check-up was performed with estriol. Treatment was being continued currently. Also, there was no sexual pain felt.